Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off into the sleeve cap. This device show signs of significant wear/usage. A medical investigation was conducted and confirms per the complaint details, we cannot rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The provided photo support the complaint. It has not been reported whether any fragments from the broken devices were retained or retrieved from the patient. In addition, no clinically relevant supporting documentation was provided for review. Based on the limited information provided if any pieces are retained inside of the patient, they are not intended for implantation. Therefore, we cannot rule out the possibility of local skin irritation, micro-motion and or migration of the possibly retained pieces. Per the complaint, there was a delay of 30 minutes or less and the procedure was finished using a smith & nephew back up. The patient was not injured beyond the described event. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a im internal fixation surgery, while inside the patient, 2 flexible shaft w/cir connector reamers broke near the base and a ruler broke at the tensioning nut. There was a delay of 30 minutes or less and the procedure was finished using a smith & nephew back up. The patient was not injured beyond the described event.